Event description:
The pump was returned for investigation. Investigation found that the display was discolored. This report is made based on the results of investigation completed on 02/12/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: on investigation, the pump powered up to a discolored display. The bolus button cover was missing from the pump. No other defects were found. (B)(6).